Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, hypotension occurred. A cardiac tamponade was confirmed via ultrasound. A drain surgery was performed to resolve the tamponade. The case was completed with cryo. No further patient complications have been reported as a result of this event.